Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown recap femoral head, unknown. Report source, literature: gaillard, m.d., gross, t.p. (2017). Metal-on-metal hip resurfacing in patients younger than 50 years: a retrospective analysis. Journal of orthopaedic surgery and research, 79(12), 1-12. Doi: 10.1186/s13018-017-0579-y. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02680. Product location unknown.

Event description:
It was reported in a journal article that the patients experienced complications following hip resurfacing arthroplasty. The patients did not undergo reoperation or revision. Ten patients experienced "other" complications. Other complications include diarrhea, spinal headache, urinary retention, squeaking implant, and other common complications. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this report is a duplicate of a previously submitted medwatch form. The initial report was forwarded in error and should be voided.